Event description:
It was reported that the external pulse generator had a broken liquid crystal display. The generator has not been returned for service. No patient complications have been reported as a result of this event.